Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was not working. Prior to the replacement surgery, the physician attempted to troubleshoot the device in the office unsuccessfully. After the pressure regulating balloon (prb) was explanted, physician took the explanted prb to the back table, filled it up, and observed the hole. The hole was found at the very top of the balloon near the crown where the tubing attaches to the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was not working. Prior to the replacement surgery, the physician attempted to troubleshoot the device in the office unsuccessfully. After the pressure regulating balloon (prb) was explanted, physician took the explanted prb to the back table, filled it up, and observed the hole. The hole was found at the very top of the balloon near the crown where the tubing attaches to the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results that the cause that contributed to the mechanical issue was confirmed with the balloon component. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cuff and pump were thoroughly analyzed. The ams800 artificial urinary sphincter (aus) belt cuff component was visually inspected, leak tested and examined using a microscope. No damage or abnormality was noted; no leaks were identified in the cuff. Product analysis did not identify a malfunction with the cuff component. The ams800 artificial urinary sphincter (aus) control pump was visually inspected, leak tested, examined using a microscope, and functionally tested; no visually damages were found upon inspection. The pump performed within specification. Product analysis was unable to identify device malfunction with the returned pump. The artificial urinary sphincter (aus) balloon was visually inspected, examined using a microscope, and leak tested. A pinhole tear was identified in the balloon shell at the sphere adapter junction. The balloon was not functionally tested because of the confirmed tear and fluid leak. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the failure with the balloon that identified a fluid leak.